Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for evaluation. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a partial separation at the collar, with numerous kinks in the hypotube and distal shaft. The outer diameter (od) of the distal shaft was measured using a calibrated laser micrometer and the maximum od of the damaged shaft exceeds specifications and the maximum od of the undamaged section of the shaft met specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing could not be done, due to the condition of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that the device could not advance through a guide catheter and the shaft was kinked. The target lesion was located in the coronary artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, it was noted the device was unable to advance through the guide catheter. It was also noted that the shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine. However, device analysis revealed a partial separation at the collar.

Manufacturer narrative:
Corrected device lot number from 19745957 to 19741507. Corrected device manufactured date from 09/27/2016 to 09/22/2016. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that the device could not advance through a guide catheter and the shaft was kinked. The target lesion was located in the coronary artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, it was noted the device was unable to advance through the guide catheter. It was also noted that the shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine. However, device analysis revealed a partial separation at the collar.